Event description:
It was reported that the ventircular lead exhibited loss of capture at 7.5 v and noise. Dislodgment was suspected.

Manufacturer narrative:
No medwatch form was received.

Event description:
The physician has elected to reprogram the pulse generator to right ventricular only pacing.